Manufacturer narrative:
The patient said the product burns on the tissue when it hits the mouth (burning mouth). She mentioned this the patient said the product burns on the tissue when it hits the mouth (burning mouth). She mentioned this happened around 2-3 weeks ago (date not specified). She stopped using the product for a while and then restarted it and it happened again. The patient has been taking her current medications for years. She asked about the reformulation and said fluoride was the one ingredient that she cannot tolerate. She sought medical attention. The canadian local operating company did not consider this a product complaint. Follow up information was received on (B)(6) 2013. One bottle of biotene mouthwash 473 ml was returned. The consumer stated she is a support group leader for both the sjögren's foundation and the canadian sjogren's society. Today on her online support group (ss. List) there were several people complaining about burning, with use of "improved" products. According to the consumer biotine is a life saver for people with dry mouth but "new improved" biotene, leaves the patients without a superior product. Follow up information was received on (B)(6) 2013 via health care professional (hcp) follow-up adverse event report form. The patient was (B)(6). Adverse event reported including burning sensation and reddening of tissues, which started on (B)(6) 2013, and was resolved. The hcp assessed a probable relationship between the reported events and the suspect products. The patient "reported a feeling of burning when using biotene mouthwash and afterwards. Also noted a metallic sensation. No sloughing was noted on exam, just erythema." The hcp considered the event to be serious. The formulation/batch number was reported as 13d18cia. Biotine mouthwash was used three to four times daily. Biotene was discontinued. The patient had a medical history of sjogren's and had also used lyrica, emtec, plaquened, relafen, salagen, serc, pantoloz (unsure if all meds were currently being used). Expiration date noted in follow up forms was not march 2016. One of the manufacturer's report numbers for this case is 1718912-2013-00032. Biotene dry mouth mouthwash is manufactured in south jordan, utah. The lot number, 13d18cia, for this product is available; however, it is unknown if the product will be returned for quality assurance testing. The other manufacturer's report numbers for this case is 1718912-2013-00033. Biotene dry mouth mouthwash is manufactured in south jordan, utah. The lot number, 13d18cia, for this product is available; however, it is unknown if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of burning mouth in a female patient who received oral moisturisers (biotene dry mouth mouthwash) mouthwash for an unknown drug indication. A physician or other health care professional has not verified this report. Concurrent medical condition included drug intolerance and sjogren's syndrome. Concurrent medications included pilocarpine hydrochloride (salagen), hydroxychloroquine sulphate (plaquenil) and nabumetone. On an unknown date, the patient started oral moisturisers (transbuccal) as directed. At an unknown time after starting oral moisturisers, the patient experienced burning mouth and drug intolerance when she said "she cannot tolerate fluoride." Treatment with oral moisturisers was discontinued. The events resolved. After reintroduction the events recurred. At the time of reporting the outcome of the events was unknown.